Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported issue. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer initially reported that their device was showing its service indicator and was logging an event code every time the device was powered on. Upon an evaluation of the device, it was observed that the device would not recognize a connection through the defibrillation therapy cable, which would prohibit the device's ability to charge and deliver defibrillation energy. There was no report of any patient use associated with the reported issue.